Event description:
On (B)(6) 2013, it was reported that the pump emitted multiple loss of prime alarms after a cartridge change. The reporter was instructed to change cartridge and contact animas with any issues. It was reported the pump did not experience trauma or extreme temperatures prior to the issue. This complaint is being reported because the alleged issue occurred was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.